Manufacturer narrative:
Concomitant medical products:5076-45 lead was implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient lifted their arms noise was exhibited on both the right atrial (ra) lead and right ventricular (rv) leads. The ra and rv lead were capped and replaced. No patient complications have been reported as a result of this event.